Event description:
It was reported that patient presented to clinic for follow up, the left ventricle (lv) lead had dislodged and was associated with failure to capture. The device parameters were reprogrammed temporarily to right ventricle (rv)-only pacing. Subsequently, on (B)(6) 2026 the lv lead was explanted, and a new lead was implanted. The patient was discharged with no reports of adverse consequences.